Event description:
I used a heating pad and got a third degree burn. Case description: this is a spontaneous report from a contactable consumer. A female pt of an unspecified aga and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder and wrist), from an unspecified date to an unspecified date at an unk frequency for an unspecified indication. The pt medical history was not reported. The pt's concomitant medications were not reported. The pt reported "I used a heating pad and got a third degree burn" on an unspecified date. The action taken with thermacare heatwrap was unk. The outcome of the event was unk. Additional info has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical eval comment: based on the info provided, the event burns third degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.